Event description:
Patient revised to address dislocation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported during a hospital visit not related to diabetes, she had a compact plus glucose result of "80 something" mg/dl, professional result of 34 mg/dl within 10 minutes. Customer was given juice by a nurse. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.